Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality and stress testing without duplicating the report. An internal inspection yielded no discrepancies. The device was recertified and returned to the customer. Review of the device activity logs showed a 30 joule test was performed successfully prior to the event where the multi-function cable was plugged into the test port and the device appropriately displayed "defib pad short" message. It appears that the multi-function cable may have never been connected to electrode pads. The multi-function cable and electrodes were not returned for evaluation. There are no abnormalities observed in the log that suggests a malfunction with the device. No clinical files were available for review as part of this investigation. No trend is associated with reports of this type.